Event description:
In 1998 customer called with concerns of "ulcers" on stoma mucosa for 3 days. At time of event customer was using the following products; nu-hope skin barrier strips (item #4068), hollister skin barrier (item #7805), nu-hope 1 piece convex drainable appliance (item #40-7211-c), stomahesive paster, and i1e-sorb packets. Patient had been using all products for about one year except the hollister skin barrier, which customer had been using for approximatily 6 months. Stoma was medium to dark red in color, shiny in appearance with multiple (at least 12) shallow to deep "ulcers" on the inside and outside of the stoma. Peristomal skin was clear and intact. Called doctor to report that customer passed some blood (clot-like) from the stoma and that there was another clot on the stoma. Patient went to ER where the physician removed the clot from the stoma and added two sutures. The physician noticed multiple ulcers on the stoma. Et reported that md believes that stomal ulcers may have been caused by systemic condition. Rn does not believe that stomal ulcers are related to product use.